Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the patient on the bed. Per the hill-rom user manual warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no other action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the scale was not working during safety check and noticed a negative 227.1 reading on scale. The bed was located in the 3b at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).